Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with sensor glucose around 400 mg/dl and a confirmatory fingerstick of 350 mg/dl after a meal that included ice cream, rice, and mango, with the pump showing a downward trend to 372 mg/dl by the end of the call; the user was advised to allow the pump additional time to correct. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included complaint intake, troubleshooting, and education on hyperglycemia management. Investigation of this case revealed no device malfunction or component failure was identified, and the event occurred in the context of carbohydrate intake with ongoing automated correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.